Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was exposed to moisture, and now it is making a long beeping sound. Customer's blood glucose level at the time 300 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No constant tone was noted. The insulin pump had unresponsive buttons due to moisture damage on the electronic assembly. The displacement test could not be performed due to the unresponsive buttons. Moisture damage was also present on the motor assembly. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.